Event description:
As reported by the study, percutaneous coronary intervention (pci) was performed and three lesions were treated in the proximal to distal right coronary artery (rca). After pci in the mid and proximal rca, there was a non-flow limiting mild dissection that occurred. Additional info was received that it was a type c dissection in proximal-mid section of the rca well covered with stent. The coronary lumen was intact after the procedure. This event was classified as possibly associated with the device, which was deployed in the mid rca. However, clarification is pending regarding the association of the device deployed in the proximal rca. This pt presented to the cardiac catheterization unit and 3-vessel disease was found. Three lesions were treated during the index procedure and a staged procedure was planned due to cardiovascular safety. The primary indication for intervention was stable angina pectoris. Pre-procedure cardiac enzymes were not documented. The pt's blood pressure at the beginning of the procedure was 184/73. Left ventricular ejection fraction (lvef) was 30-50%. Pre-procedure medications included aspirin, clopidogrel, ace inhibitors and beta-blockers. Intra-procedure medications included aspirin, clopidogrel, integrilin and unfractionated heparin. Pci was performed on a totally occluded de novo lesion in the mid right coronary artery (rca) of 25mm in length in a 2.2mm vessel diameter. The (type c) eccentric lesion was characterized with total occlusion for an unk duration, irregular contour, little to no calcification and thrombus absent. The lesion was pre-dilated with a 2.5x20mm balloon at 12 atmospheres (atm) before a 2.25x33mm cypher select plus stent was deployed at 12 atm with suboptimal results. Post-dilatation was conducted with a 2.5x15mm balloon at 12 atm because the stent was not fully expanded. Intra-vascular ultrasound (ivus) was not used during the procedure. The residual diameter stenosis measured 0%. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flow were not documented. Pci was performed next on a 70% de novo lesion in the distal rca of 20mm in length in a 2.5mm vessel diameter with moderate tortuosity of the proximal segment. The (b2) eccentric lesion was characterized with an irregular contour, moderate calcification and thrombus absent. The lesion was pre-dilated with a 2.0x15mm balloon at 10 atm before a 2.25x33mm cypher select plus stent was deployed at 12 atm with suboptimal results. Post-dilatation was conducted with a 2.75x12mm balloon at 20 atm because the stent was not fully expanded. Intra-vascular ultrasound (ivus) was not used during the procedure. The residual diameter stenosis measured 0%. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flow were not documented. Pci was performed next on a 40% de novo lesion in the proximal rca of 8mm in length in a 2.7mm vessel diameter. The (b2) eccentric lesion was characterized with a smooth contour, moderate calcification and thrombus absent. The lesion was pre-dilated with a 2.5x15mm balloon at 16 atm before a 2.75x13mm cypher select plus (cbr13275, lot no. 13188559) was deployed at 12 atm with satisfactory results. Post-dilatation was conducted with a 2.75x13mm balloon at 20 atm because the stent was not fully expanded. Intra-vascular ultrasound (ivus) was not used during the procedure. The residual diameter stenosis measured 0%. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flow were not documented. The pt was discharged on the following day. Ck, ck-mb and troponin were within normal limits at the 6-24 hour interval and the 24-hour interval to discharge. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, statins, ace inhibitors and beta-blockers. At the 1-months follow-up interval, the pt was asymptomatic. Post-procedure medications remained unchanged. It was noted that two additional procedures were planned for 25 (proximal circumflex) and 26 days (mid-proximal left anterior descending artery) after the index. No new adverse events were reported. The two staged procedures were completed in the time frame as planned. Angiography showed 0% stenosis of the target vessels. Pci was performed first on a lesion in the proximal circumflex with 70% stenosis present. The residual diameter stenosis measured 0%.on the following, pci was performed on lesions in the mid and proximal lad, both with 70% stenosis. The residual diameter stenosis measured 0%. The pt was discharged on the following day without any complications. At the 6-month follow-up interval, the pt was asymptomatic. Post-procedure medications remained unchanged except that the pt was no longer taking ace inhibitors. No new adverse events were reported. At the 1-year interval, the pt was asymptomatic. Ongoing medications remained the same and there were no new adverse events reported.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed product. It is also not available for testing and eval. Additional info will be submitted within 30 days upon receipt. This is also one of two devices associated with the reported event that were submitted under the following mfg numbers 9616099-2008-01161 and 9616099-2008-01162.